Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to pre-dilate the target lesion located in the mid sfa (right leg) described as moderately calcified with 85% stenosis. However it was reported that during use, a balloon burst occurred. The balloon was inflated to 8atms for 5-10 seconds when it burst. Balloon was used only once. No patient complication has been reported as consequence of the balloon burst. Investigator reported that the event was definitely related to the procedure and unrelated to the study device.

Event description:
The admiral xtreme device had a diameter 3mm and a length 120mm. Procedural image review: the dimensions of the lesion are visible with a diameter 3.48mm-3.87mm and length 122.26mm. The images confirm that the lesion has 85% stenosis and moderate calcification. The images show a pressure drop.

Manufacturer narrative:
(B)(4) patient's condition affected effectiveness of device (85% stenosis and moderate calcification), device failure/lack of effectiveness related to patient condition (85% stenosis and moderate calcification) (B)(4).

Manufacturer narrative:
Inherent risk of procedure (revascularization) (B)(4).

Event description:
Approximately 37 months post index procedure patient experienced claudication of the right leg which the investigator indicated was not related to the study device or procedure. Approximately 42 months post index patient suffered stenosis a. Fibularis proximalis right. It was assessed that this event was not related to study device or procedure. Approximately 42 months form the index procedure; the patient was treated with an unknown pta brand balloon and a non-mdt stent in the right sfa. It was also reported that during this pta procedure with an unknown brand pta balloon, a vessel perforation occurred.

Manufacturer narrative:
Inherent risk of procedure (acute re-occlusion necessitating surgical intervention/ restenosis of the dilated artery) (B)(4).

Event description:
Approximately 46 months post the index procedure the patient suffered restenosis of the right sfa which was treated with pta approximately 2 weeks later. The outcome is reported as resolved.

Event description:
Stenosis of the right sfa also occurred 37 months post the index procedure. It was assessed that this event was not related to study device or procedure. The previously reported revascularization of the a. Fibularis proximalis right and sfa was carried out 37 months post the index procedure and not 42 as previously reported. A non-medtronic stent implanted was implanted in treatment of the vessel perforation as well as atherectomy. The outcome is reported as recovered.